Event description:
Initially reported as "esophegeal dilatation, pain and vomiting". Additional info provided by the surgeon's office on 05/18/06 reported "surgery occurred, explanetd lap-band ready to be returned."

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual exam may confirm or determine another connector type associated with this report. Esophegeal dilatation, pain and vomiting are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Further info from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of esophegeal dilatation and vomiting as follows: esophegeal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or pt non-compliance, and may be more likely in cases of pre-existing esophegeal dysmotility. Deflation of the band is recommended if esophegeal dilatation develops. A revision procedure may be necessary to re-posiiton or remove the band if deflation does not resolve the dilation.